Event description:
The manufacturer received information alleging out of order. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to third-party service center for evaluation and error codes related to the oxygen blending module and o2 were observed. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Evt_o2_flow_drift_high means the o2 flow communication ceased, and the sensor is reporting the same value. The oxygen blending module and the oxygen blending module harness were replaced to address these issues. Additionally, during evaluation of the device at the third-party service center, an error code related to sensor offset was observed. Evt_drift_debug means the sensor offset during drift calculation is too high. The system board was replaced to address this issue. This issue is not related to the reportable errors listed above. Also, the blower and in-line filters were found to be contaminated but there was no report of malfunction or error due to contamination. The blower and in-line filters were replaced to address the issue.